Event description:
Laporoscopic cholecystectomy planned. Patient had many adhesions due to previous surgeries. Upon entry, trocar perforated sigmoid colon. Treatment included surgical repair to the colon and prophylactic antibiotic coveragedevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown, other. Results of evaluation: inherent risk of procedure, patient's condition - predisposed event. Conclusion: device discarded - unable to follow-up, there was no device failure. Certainty of device as cause of or contributor to event: no. Corrective actions: none or unknown. The device was destroyed/disposed of.